Manufacturer narrative:
D.4: unique device identifier (UDI): (B)(4). System product code: sdm-05000-3dc. Serial number: (B)(6). System manufacture date: 1/6/2015. System installation date: 1/14/2015. The complaint review identified that the vta was original to the system therefore, the DHR was reviewed. There were seven discrepancies noted in the DHR, however none of the discrepancies were related to the vta assembly. Additional information: the cause of the c-arm shaking was due to the broken/loose vta bolts. CAPA-04378 has been opened to investigate the root cause of the loose/broken vta bolts.

Event description:
It was reported that on (B)(6), during a selenia dimension procedure the c-arm is jerking when setting up a right cc view. The c-arm was smooth while image was captured, only shacked when moving into the position to capture the view. No shaking in any other position. A field engineer examined the equipment and found that vta bolts were broken. The filed engineer tightened the loose screw and performed tomo motion calibration, and the vta was replaced. System is functioning according to manufacturer´s specifications. No patient or staff injury reported.